Event description:
It was reported that during a procedure, the ezout attachment started leaking black fluid. The surgeon switched to the other attachment in the set, and it also leaked. The surgeon used manual tools to finish cutting out the cup. There were no adverse consequences reported with this event.

Event description:
It was reported that during a procedure, the ezout attachment started leaking black fluid. The surgeon switched to the other attachment in the set, and it also leaked. The surgeon used manual tools to finish cutting out the cup. There were no adverse consequences reported with this event.